Event description:
It was reported that during testing conducted at the user facility, the saw was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corroded sockets were found on the motor assembly, which is a probable cause of the device running without user activation. The device was repaired but not yet returned to the user facility.